Event description:
It was reported to medtronic neurosurgery that a crack was found in a stopcock of the external ventricular drainage system.

Manufacturer narrative:
The returned external drainage device did not meet the requirements for leak testing due to a crack in the needleless injection port arm of the proximal-most patient line stopcock. The instructions for use that accompany the device warn that ¿csf may be sampled through injection sites which have been cleaned and disinfected with alcohol. Only clean the injection site septum. Exposing plastic components to alcohol may compromise their integrity.¿ a review of the manufacturing records was not possible as no lot number was provided. Additional patient/device information: it was later reported to medtronic neurosurgery through medwatch report # (B)(4) that following the discovery of the cracked stopcock, a CT scan was performed on (B)(6) 2013 which showed that the patient¿s pre-existing pneumo-cephalus had increased in size. The medwatch report also states that on (B)(6) 2013, there was almost complete resolution of the air. According to a report received on (B)(4) 2013, the patient was getting better. (B)(4).

Manufacturer narrative:
The returned external drainage device did not meet the requirements for leak testing due to a crack in the needleless injection port arm of the proximal-most patient line stopcock. The instructions for use that accompany the device warn that ¿csf may be sampled through injection sites which have been cleaned and disinfected with alcohol. Only clean the injection site septum. Exposing plastic components to alcohol may compromise their integrity.¿ a review of the manufacturing records was not possible as no lot number was provided. Additional patient/device information: it was later reported to medtronic neurosurgery through medwatch report # 3901640000-2013-00019 that following the discovery of the cracked stopcock, a CT scan was performed on (B)(6) 2013 which showed that the patient¿s pre-existing pneumo-cephalus had increased in size. The medwatch report also states that on (B)(4) 2013, there was almost complete resolution of the air. According to a report received on (B)(4) 2013, the patient was getting better. A report received on (B)(4) 2013, stated that the patient was discharged on (B)(6) 2013. (B)(4).